Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found the reported phenomenon (clogging of the air/water nozzle with foreign material), and also found that the air/water nozzle was not deformed, and foreign material had not been removed even if the correct reprocess was performed. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the reprocessing for an unspecified gastroscopy using the subject device in combination with the video processor cv-290, it was found that the air/water nozzle of the subject device was malfunctioned. Olympus china was found that the air/water nozzle was clogged with foreign material during the incoming inspection for repair of the subject device, and also found that the foreign material was human excrement and was the same color as feces. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus (B)(4). Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus (B)(4) and similar past cases, omsc surmised that this phenomenon was attributed to the following. - during the procedure using the subject device, foreign material adhered to the air/water nozzle and entered inside the subject device. - since foreign material remained in the air/water nozzle and/or the channel due to inappropriate reprocessing after previous procedure, the foreign material clogged inside the air/water nozzle during procedure or reprocessing. If additional information is received, this report will be supplemented.